Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient's setting, pulse width, adaptive stim, and rate were all active until saturday, prior to (B)(6) 2021, and now they were all missing and only intensity was active on group a and all 4 programs. The patient and their helper connected to the controller, controller showed ins 60%, controller 60% charged. The caller stated they checked each program and there was no other settings except for the intensity. It was confirmed the therapy was on. The caller stated the patient had an appointment with their healthcare provider on (B)(6) 2021. It was noted the patient was having a little pain and wanted more relief. The patient was redirected to their healthcare provider to further address the issue.